Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced recurrent nocturnal low glucose while not announcing meals and while using carbohydrate-containing bedtime snacks, with the device suspending insulin prior to lows as designed and no device malfunction observed; coaching focused on fastest-acting carbohydrate selection, appropriate low treatment amounts, and use of protein-only bedtime snacks. Symptoms included hypoglycemia with fingerstick-confirmed values as low as 39 mg/dl and asymptomatic lows until approximately 40 mg/dl. Outcomes included home treatment with oral glucose and resolution without emergency care or hospitalization. Investigation included review of available cgm/ilet data, user interview, and clinical troubleshooting and education. Investigation of this case revealed probable overtreatment of hypoglycemia and bedtime carbohydrate intake leading to rebound and subsequent algorithmic correction contributing to later lows, with device function consistent with design and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user behavior related to hypoglycemia overtreatment and bedtime carbohydrate intake, mitigated by education to use smaller carbohydrate doses for lows and protein-only snacks before sleep.